Event description:
Device malfunction: unable to retrieve the embolic protection device with 4c2. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a right internal carotid artery stenting procedure, when attempting to retrieve the filter, the low profile retrieval catheter (rc2) got hung up on the stent strut during advancement. The physician decided to use the shapeable tip recovery catheter (rc1) instead which captured the filter without incident. There were no adverse patient effects reported. Although requested, there is no additional information available.

Manufacturer narrative:
Study event - the customer reported the device was discarded. The lot number was provided. Review of the device history is forthcoming. A follow-up will be submitted with any relevant information.